Event description:
It was reported that the device cocking mechanism is broken. The doctor was able to finish the procedure using the push-in technique. There were no patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.